Event description:
It is reported that the patient's insulin pump experienced excessive no delivery alarms. The patient's blood glucose level is 114mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
One opened quick-serter was inspected for locking and proper operation. An insertion test was performed using a new lab quick set onto rubber skin. The quick-serter failed and the barrel walls were found with excessive glue from the quick-set tape.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.